Manufacturer narrative:
A synergy stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The proximal end of the stent was found to be kinked at 1.3 cm and 1.9 cm distal to the proximal end of the stent. The stent was secured on the balloon and no movement was noted. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 12feb2021. It was reported that difficulty crossing was encountered. The 85% stenosed target lesion was located in the severely calcified distal left circumflex artery. A 2.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed stent damage.